Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a noisy image with a blinking black and blue line located at the bottom of the image. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h2, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection however, the reported failure was confirmed by the technical assistance center (tac) team. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.